Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to clinic with noise. Isometrics were performed, the noise could not be reproduced. The patient would be monitored.